Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed assistance with an alarm after a set change and mentioned that they experienced low blood glucose of 40mg/dl and a high blood glucose level of 428mg/dl. Customer declined to troubleshoot for the low and high readings. The product will not be returned for analysis.